Event description:
Customer states when the chair is sitting normal the right front wheel won¿t touch the ground. Customer hasn't been able to determine what caused it but he states his tech put a new caster on it and it seems to be working better now; could have been a worn caster instead of a bent frame.